Event description:
A cath lab in this user facility has a hanel/mavig triple arm ceiling mounted suspension with radiation shield, surgical lamp and injector head attached. Reportedly, as the radiology tech was moving the injector head suspension arm towards the ceiling, the elbow of the arm hit the ceiling and the injector head detached from the suspension arm and fell striking a radiology tech in the shoulder and then her side. The injector head then dangled from its cable. Reportedly, the radiology tech was in a lot of pain and she was taken to the hospital's emergency room for medical treatment. The extent of injury is unknown at this time. Preliminary findings as to the cause of this event indicated that the set screw that holds the injector head to the suspension arm had loosened. The injector head and the suspension arm for the injector head is supplied by medrad, inc..